Event description:
It was reported that the console displayed an error indicating that the device overheated. Therefore, the procedure was cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.